Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found to be non-conforming with black foreign material on the bottom of the port and inside of the port. The probe was then functionally tested for actuation, aspiration, and cut. The sample was functionally conforming for the actuation and aspiration tests, however, noise was observed during the functional tests. The sample was found to be non-conforming for cut. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and one other location along the inner cutter. The sample was retested for actuation and aspiration with the probe driver and noise was still observed. The engine assembly was disassembled and all components were observed to be intact. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had a functional aspiration failure. The evaluation does confirm that the probe sample had a cut failure and noise observed. The cause for the cut failure is the observed gouges to the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. The exact root cause of the noise observed cannot be determined from the evaluation performed. The aspiration failure was not confirmed and the exact root cause of the cutting failure and observed noise cannot be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported hearing a strange sound while using the cutter (vitrectomy probe), and the cutting sometimes stopped suddenly and aspiration felt weaker during a procedure. This occurred to three packs during one procedure. The procedure was completed after replacing only the cutter from the fourth pack. There was no harm to the patient. This report is for one of four reports from this facility.